Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the client is claiming that the code reported on the packaging (ebc05) does not correspond to the product inside. The same product inside was graven with the code ebc05. But the cable according to the instrumentalist is ebc02. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.